Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported frayed suture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a large-bore hole in the left common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. The suture of a prostyle device was successfully placed. The tavi procedure was completed. Reportedly post procedure, when the suture trimmer was being loaded to advance the knot, it was noted that the rail suture had become frayed at various points as though filaments of the suture material had split away. The rail suture didn't snap, the physician managed to secure the rail suture adjacent to skin level where the suture seemed more intact, and managed to hold enough tension to load the suture trimmer and continue the closure to success. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.